Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient no longer using the pure wick. Also, stated that the vacuum seemed to cause damage to the tissue of the vulva. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not completed as the reported event could not be caused by the user.

Event description:
It was reported that the patient no longer using the pure wick. Also, stated that the vacuum seemed to cause damage to the tissue of the vulva.. No medical intervention was reported.